Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6) /(B)(6) /(B)(6) /(B)(6). Batch: (B)(6) /(B)(6) /(B)(6) /(B)(6).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant due to infection. The physician believed the infection was not device or procedure related, and the cause was unknown. The patient was administered with antibiotics. The explanted device components will not be returned.